Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while programmed in secondary vector. At the time of the event, the patient was rearranging their attic and carrying various objects. The patient was asymptomatic. In-clinic, artifacts were not reproducible. Technical services (ts) was consulted, noting there is a clearly visible, high-frequency interference signal in the secondary vector which was over-sensed by the s-ICD. Per ts, this signal is most likely an artifact of muscular origin. The subcutaneous electrocardiograms (s-ecgs) of all vectors show a very good signal quality as well as in the primary vector. Ts recommended comparing the signal quality and signal-to-noise ratio of this vector against secondary vector and programming the device accordingly. Besides the inappropriate shock, no other adverse patient effects were reported. This device remains in service.